Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during an intracranial ischemic procedure with the target position at the middle cerebral artery (mca), the 4.5mm x 22mm no distal tip enterprise® vascular reconstruction device (enc452200 / 6253765) could not be advanced nor withdrawn in the 150cm x 5cm, 2 markers prowler select plus microcatheter (606s255x / 30447565) after the stent arrived in the target position through the microcatheter. The physician withdrew the stent and the microcatheter together from the patient. A new microcatheter and a new stent were used to complete the procedure. There was no report of any patient adverse event or complication as a result of the reported issue. Additional information was received on 25 august 2021. The information indicated that there were no visible kinks and no other damages observed on the microcatheter. The stent component of the enterprise device was still on the delivery wire when it was removed from the patient. There was nothing unusual noted on the microcatheter nor on the enterprise device system prior to use. Adequate and continuous flush was maintained through the microcatheter. The reported issue did not result in any procedure delay. The physician completed the procedure using another enterprise system and another prowler select plus microcatheter. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 150cm x 5cm, 2 markers prowler select plus microcatheter was received coiled inside a pouch with a 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (vrd) stuck inside it. The 4.5mm x 22mm no distal tip enterprise vrd could not be removed from the prowler select plus microcatheter. The stent component was stuck near the tip section of the microcatheter which was observed to be in a compressed condition. The compressed condition may be a contributing factor to the enterprise stent component being stuck and could not be removed. The prowler select plus microcatheter is observed to have several compressed areas. Dimensional evaluation: the inner diameter (ID) of the prowler select plus microcatheter could not be performed due to the condition of the device and with the enterprise stent component stuck inside. The outer diameter (od) of the device was measured: actual microcatheter od (45cm from distal end) = 0.0362 inch; specification: max. 0.0375 inch. Actual microcatheter od (5cm from distal end) = 0.0310 inch; specification: max. 0.032 inch. Functional analysis: the returned prowler select plus microcatheter was flushed with warm water in attempt to remove the enterprise stent component from the lumen. However, the stent component could not be removed. Upon inspection, there were several compressed areas on the microcatheter, which could be the cause of the stent component being stuck inside. The functional test could not be completed with the stent stuck inside the microcatheter. A review of manufacturing documentation associated with this lot (30447565) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial, the instructions for use contains the following warnings and recommendations: never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement against resistance may result in damage to the vessel. Do not attempt to use infusion catheters without flushing first to hydrate the coating. Failure to do so may compromise the coating and lubricity of the catheter. Prior to use, flush the catheter lumen with heparinized saline solution by attaching a saline filled syringe to the catheter hub. The complaint documented that during an intracranial ischemic procedure with the target position at the middle cerebral artery (mca), the 4.5mm x 22mm no distal tip enterprise® vascular reconstruction device could not be advanced nor withdrawn in the 150cm x 5cm, 2 markers prowler select plus microcatheter after the stent arrived in the target position through the microcatheter. Based on the condition of the returned device with the stent stuck inside the lumen, the reported issue was confirmed. The prowler select plus microcatheter has several compressed areas and the enterprise stent was stuck near the tip section where it was also observed to be compressed. The exact cause of the observed compressed areas cannot be conclusively determined. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00336. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on (B)(6) 2021. [Additional information]: the healthcare professional reported that during an intracranial ischemic procedure with the target position at the middle cerebral artery (mca), the 4.5mm x 22mm no distal tip enterprise® vascular reconstruction device (enc452200 / 6253765) could not be advanced nor withdrawn in the 150cm x 5cm, 2 markers prowler select plus microcatheter (606s255x / 30447565) after the stent arrived in the target position through the microcatheter. The physician withdrew the stent and the microcatheter together from the patient. A new microcatheter and a new stent were used to complete the procedure. There was no report of any patient adverse event or complication as a result of the reported issue. Additional information was received on 25 august 2021. The information indicated that there were no visible kinks and no other damages observed on the microcatheter. The stent component of the enterprise device was still on the delivery wire when it was removed from the patient. There was nothing unusual noted on the microcatheter nor on the enterprise device system prior to use. Adequate and continuous flush was maintained through the microcatheter. The reported issue did not result in any procedure delay. The physician completed the procedure using another enterprise system and another prowler select plus microcatheter. Updated sections: a.2, a.3, a.4, g.3, g.6, h.2, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00336 and 3008114965-2021-00337. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 01 september 2021. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00336 and 3008114965-2021-00337. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter first name is not available. The initial reporter phone: (B)(6). The initial reporter email address is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30447565) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformance's related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00336. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an intracranial ischemic procedure with the target position at the middle cerebral artery (mca), the 4.5mm x 22mm no distal tip enterprise® vascular reconstruction device ((B)(4)) could not be advanced nor withdrawn in the 150cm x 5cm, 2 markers prowler select plus microcatheter ((B)(4)) after the stent arrived in the target position through the microcatheter. The physician withdrew the stent and the microcatheter together from the patient. A new microcatheter and a new stent were used to complete the procedure. There was no report of any patient adverse event or complication as a result of the reported issue.